Manufacturer narrative:
(B)(4). Corrected section unique identifier (UDI) # d-4 : (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply began failing after the first 1/3 of the tunnel length. It would work for about a second, then the power supply would turn off. This happened for every subsequent seal/cut. Pausing for a up to a minute between burns did not solve the issue. The team examined the power supply for any power issues but could not find anything wrong that was causing the problem. The power was set to 3. A new device was used to complete the procedure. There was a delay to get a new device. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.